Event description:
Pt readmitted 7 days after intial surgery which had involved the use of trocar. On 2nd admission pt was found to have had a puncture of the vena cava. Surgeon asked that the trocar be removed from or and not used again.